Event description:
It was reported that the insulin pump alarmed failed battery test. Customer's blood glucose was 5.4 mmol/l. Customer had already received the new insulin pump advised to start using the new insulin pump. The customer was advised to contact us if he needs assistance in programming the new insulin pump. Customer stated the old pump worked with new pack batteries and wanted to continue using it advised the customer to discontinue using the old pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.